Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that a patient underwent a fourth revision surgery to address a large osteolysis due to known cystic dysplasia. Vitoss bone substitute material and an unknown 12-hole femoral plate were implanted. The plate reportedly broke 5 weeks post-operatively. According to the patient, the plate broke when he rotated his leg while lying in bed. This report is for one unknown 12-hole femoral plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Only the patient¿s year of birth, 2000, was reported. This report is for one unknown 12-hole femoral plate. Part and lot numbers were not provided by the reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.